Event description:
The user facility reported that a patient admitted in with cardiogenic shock had an impella cp pump placed to support. The day of implant, there was a purge leak at the connector of the purge filter and purge reservoir. This prompted the team to replace the pump. The patient survived the procedure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. Pump was not returned for investigation. The data log review was not required for this case. As per the clinical notes, the pump was damaged at the purge filter and the pressure reservoir. The image of the damaged purge sidearm was not provided for this case. The cause of the purge leak issue was a leak from the sidearm but the exact location of the leak was unknown without sufficient clinical information or returned product. D6b explant date added.